Event description:
The pt reported he received a e2 (power pack depleted) warning on his insulin infusion device. The pt stated this battery had been in the device for approximately 2-3 weeks. The pt was aware of the recall, but when the lot number was checked this battery was not affected by the recall. The pt stated he usually gets an a2 (low power pack) warning which will allow him to pump for at least another 12 hours. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.